Event description:
It was reported that a spectrum pump indicated that it was running & had infused 100 ml of heparin during patient infusion but had not infused anything. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was sent to the flow line test at a delivery rate of 125ml/hr; vtbi 125ml/hr. The error percentage was -0.752 which is less than 5% significance. A review of the event history log (ehl) revealed on the reported event date the"volume given cleared" showed in the ehl indicates a manual reset of the total volume given but does not affect the infusion volume. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.